Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device check in office. It was noted that the implantable cardioverter defibrillator exhibited right ventricular oversensing due to post-paced t wave oversensing. Programming changes were made and the issue was resolved. The patient was in stable condition.